Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not work and the display has a black image on the screen. Customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting was unable to be completed. The product will not be returned.